Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump experienced speeds drops to a low speed limit. Red heart alarm was noted. Submitted waveforms and data logger revealed that the pump lost power associated with a pump disconnect event. The pump had trouble maintaining a set speed. Subsequently, patient received a pump exchange.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.